Event description:
It was reported that there was high impedance and oversensing on the lead. Review of performance data indicated that the patient alert had triggered due to the high impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There were two patient alerts for right ventricular lead impedance greater than 3000 ohms on (B)(6)-2011 and (B)(6)-2011. The weekly pace measurement log data shows an increase for min and max v.pace= 1184 to 13680 ohms peak between (B)(6)-2011 and (B)(6)-2011.